Event description:
Same case as MDR ID#: 2134265-2011-03525. It was reported that during preparation for a atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the severely calcified left anterior descending artery. The 325cm rota guide wire crossed the target lesion. During platforming of the rotablator rotalink plus burr outside the body. The device was rotated in the same position for several seconds and the rota wire fractured at the mid portion of the device. There was no difficultly removing the wire. The procedure was completed with another of the same device. No patient complications were reported and status is good.

Manufacturer narrative:
Age at time of event (B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).